Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on radius assessed as surgical damage. Additional observations: crease fold and wear abrasion observed on the device. White particles observed inside the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photos identified: deflation : not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: fluids observed.